Manufacturer narrative:
Correction to g2: to add the foreign country germany. This report is being supplemented, to provide additional information, based on results of the device evaluation and the legal manufacturer's final investigation. The device was evaluated, where no abnormalities were found that could have led to the positive culture. A few defects were noted, where the bending section rubber was cementing, there was corrosion on the distal end forceps raiser, and the bending tube angulation wires had play. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing, by the user after reprocessing. However, when olympus culture tested, after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment poses an infection control risk to each person who handles the endoscope within the hospital or at olympus.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing by the customer and micrococcus luteus, staphylococcus epidermidis, stenotrophomonas maltophilia and coagulase-negative staphylococci was identified. The obtained results are in conformance with the requirements. The subject device has been received at olympus for evaluation but the evaluation has not been completed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope tested positive for one (1) colony forming unit (cfu) micrococcus luteus on the instrument channel, 80 cfus of staphylococcus epidermidis on the jet channel, six (6) cfus of micrococcus luteus (3) and coagulase-negative staphylococci (3) on the air/water channel and two (2) cfus of stenotrophomonas maltophilia on the jet channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.